Event description:
It was reported that a 63-year-old caucasian female patient underwent a breast augmentation revision with a 325cc mentor memorygel breast implant and experienced a rupture on the right side post-operatively, which was diagnosed during surgery. The patient underwent explantation on (B)(6) 2024, and replaced with a 300cc mentor memorygel breast implant (catalog number 3503001bc) with serial number (B)(6).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 08, 2025, mentor received additional information regarding the patient's experience. It was reported that the patient had also experienced breast implant malposition on the right side. The patient had undergone rounds of right-sided capsulorrhaphies. The right side stayed high and was more firm and tighter causing obvious asymmetries. The patient had capsular contracture (baker grade 3). Coding in section h6 has been updated to reflect this additional information. Manufacturer¿s reference number: (B)(4).